Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
This rv lead was explanted and replaced for an unknown reason. We do know that the physician explanted the lv lead at the same time due to dislodgment but we are unable to get information as to why the rv and ra leads were removed. There are no known complaints against this lead. This lead was not returned for analysis. Should additional information be received, this file will be updated.